Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert. The patient's left ventricular (lv) lead had a high pacing impedance. The patient was asymptomatic. The lv lead was reprogrammed successfully. The patient was stable throughout procedure.